Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation since it was discarded by user facility. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the reported event, omsc thinks that there was no malfunction of the subject device. Omsc presumed that competitor's guidewire contacted the sharp tip of the needle tube because the guidewire was inserted in the subject device. As a result, it was broken and the fragment fell into the cystostoma. The instruction manual of the device has already warned as follows; do not insert the guidewire into the instrument. Otherwise, a guidewire may contact the sharp end of the needle tube, causing the coating to peel off and fall off inside the patient body.

Event description:
During a procedure regarding the biliary drainage, the subject device was used with together competitor's guidewire. It was reported that the sheath of competitor's guidewire was broken and the fragment fell into the cystostoma. The intended procedure cancelled. Antibiotic therapy and laparotomy were performed on the patient. The patient was taken to another hospital. There was no further information reported.